Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection. Patient's mother reported reinstalling the g5 application which was unsuccessful for the reported issue. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and smart device. Patient's mother reported reinstalling the g5 application which was unsuccessful for the reported issue. No additional patient or event information is available.